Event description:
While servicing the device, a philips bench technician discovered that the device delivered a low joule output during shock testing. There was no reported patient involvement/adverse patient impact.